Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 24, 2016. Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; device not returned. The sample was not returned and the lot number was not provided; therefore a complete investigation could not be performed and a root cause could not be determined. This event is possibly associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the cuvette passed the self test. During recirculation, an error occurred and the sample failed to determine the values. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.